Event description:
It was reported that the customer was experiencing low and high blood glucose. Customer stated that the insulin pump went to threshold suspend with reading of 53 mg/dl however the blood glucose was 285 mg/dl. Troubleshooting was done for low and high blood glucose. Customer's blood glucose in the high blood glucose was 197 mg/dl. It was found that customer mentioned getting air bubbles. The customer was advised to monitor the insulin pump and call back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.